Manufacturer narrative:
The sodium electrode lot number was dug74. The expiration date was not provided. The field service engineer found buildup and crystallization in the bath. He cleaned the bath, replaced all of the reagent consumables, and cleaned and flushed the sipper and vacuum nozzles. He performed air purges and reagent primes, and ran successful mechanism checks, ise checks, calibration, qc, and precision. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The initial result was 150 mmol/l, and the repeat result using a different cobas pro ise analytical unit was 132 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Sample probe: abnormal aspiration alarms were noted in the analeyr alarm trace. This is an indicator of possible poor sample quality. The investigaiotn determined that the service action resolved the issue.